Event description:
The catheter was placed in a 19 year old pt. The catheter broke at the hub and was removed. No other information is available.

Manufacturer narrative:
Product implicated is a 2fr catheter. Returned for evaluation is the catheter only which is in two pieces. The proximal section (hub) measures 5.6cm and the distal section (tubing) measures 31.3cm. Steri-strips and adhesive tape are attached to the tubing. There is no adhesive residue on the catheter hub. Lot history review was not possible since no lot number wad indicated. The catheter separated inside the hub. The hub was dissected to view the tubing at the breakpoint. Under 50x magnification, the texture at the break point appears granular and dull the tubing is severely elongated and appears necked down adjacent to the break site. These signs inidcate a typical tensile break. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled apart. The instructions for use states "it is important to follow the suggested method of securing the catheter as described in the instructions. If the catheter is not secured properly it may migrate or inadvertently be broken."